Event description:
The customer requested an event log review to determine when and how an error occurred. A patient was to have been started on dopamine at approximately 1530 (B)(6), 2015, following cardiac surgery. The intended programming was dopamine 1600mcg/ml to infuse at 0.37ml/h. At 0000 on (B)(6) it was discovered that the pump had been programmed for dopamine 400mcg/ml and was infusing at 2ml/h. The patient required an epinephrine infusion to support heart rate and blood pressure.

Manufacturer narrative:
The customer¿s request for a device log review to determine programming was met. The pcu event log showed the user programmed the infusion as dopamine_or 0.4mg/1ml at 9:58 am on (b(6) 2015. The patient weight was (B)(6) and the concentration was 400mcg/ml. Initially the dose was entered as 5mcg/kg/min, which made the rate 2.48ml/hr. At 12:04 am on (B)(6) 2015, the dose was changed to 4mcg/kg/min, which made the rate 1.99ml/hr. Prior to this change the infusion was running at 1.49ml/hr. The volume infused (vi) from the start of the infusion to the time the device was channeled off at 12:22 am on (B)(6) 2016 was 19.297ml. The root cause of the reported discrepancy was a user programming error. The therapy options for dopamine in the customer defined guardrails drug library were as follows: dopamine_or 0.4mg/1ml, 1.6mg/1ml and 3.2mg/1ml. The intended programming was reported to be dopamine 1600mcg/ml to infuse at 0.37ml/hr and instead the user selected dopamine_or 0.4mg/ml.

Manufacturer narrative:
Correction to follow up 1. Awareness date is (B)(6) 2015.

Manufacturer narrative:
The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.